Event description:
A customer contacted global technical services (gts) regarding assistance with a system error 2240 alarm during dwell 3 of 3 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarm. The tsr advised the hp to contact the nurse. The home patient(hp) was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found; this was an isolated event. The hp stated that she did not develop any adverse reactions or need any medical intervention. The hp also stated that they have already disposed of the supplies and no further information is available at this time and no companion samples were available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. The root cause could not be identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A sample was not available as it was discarded. The lot number was not available; a batch review will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.